Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to st elevation myocardial infarction. The distal right coronary artery (rca) was treated with placement of a 2.75 x 38 mm promus element drug eluting stent and the mid rca was treated with the 3.00 x 12 mm promus element stent overlapping distally with the distal rca stent. In (B)(6) 2014, the patient presented with recurrent progressive angina and was hospitalized. Cardiac catheterization was recommended. At the time of event, the patient was taking aspirin and clopidogrel. The study drug was last taken in (B)(6) 2013. Coronary angiography was performed and revealed 90-95 isr of the previously placed 3.00 x 12 mm promus stent located in the mid rca. The patient was recommended for coronary artery bypass graft (CABG), however, the patient declined due to elevated serum creatinine and chronic kidney disease stage IV. The patient was medically treated. Four days from admission, the event was considered to be resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device is a combination product device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).